Manufacturer narrative:
H4: the lot was manufactured between october 7-8, 2024. H11: the actual device was received for evaluation. However, the flow restrictor was not returned. Visual inspection did not identify any abnormalities such as air bubbles inside the tubing line and drug precipitates inside the bladder, that could have contributed to no flow. A functional flow rate test could not be performed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the medication did not flow through a large volume infusor during patient infusion. Additionally, the flow limiter was checked and observed no external drip of drug solution. The device contained a solution of 200 ml saline and 210 mg of recombinant human endostatin, with an expected infusion time of 121 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.